Event description:
It was reported that the patient had frequent driveline fault alarms. A review of the log file revealed driveline fault events throughout the event history from 06mar2024 to 29mar2024. In addition, the log file captured 2 separated sets of no external power alarms. The first occurred on (B)(6) 2024 that appears to have been a loss of power to the mobile power unit (mpu). The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored. The second no external power event occurred on 19mar2024 and appears to have been the result of the patient disconnecting both power cable leads from the power source. The patient was seen in the clinic on (B)(6) 2024 for routine follow-up. A ventricular assist device (vad) interrogation was performed, and frequent driveline fault alarms were seen dating back to (B)(6) 2024. There were no recent x-rays of the driveline. The system controller was exchanged. Additional log files from the new controller did not capture new driveline fault alarms. The orange wire appeared to operate at a lower current than the other wires, indicating that there may have been some degradation, but not a complete break.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient presented to the clinic on (B)(6) 2024 with frequent driveline fault alarms. Log files continued to capture known driveline fault alarms. One of the wires on phase 3 might have been the issue.

Manufacturer narrative:
Section d1: correction. Section d4 (catalog number): correction. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed. The log files contained approximately 23 days of data combined ((B)(6) 2024 per the timestamp). The log files captured a low voltage hazard and no external power alarms on (B)(6) 2024 at 08:57:26 due to a loss of external power while connected to the mpu. The alarm resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information, including if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu ac power cord became disconnected from the back of the unit or from the wall outlet, if the mpu has a v-lock connector on the ac power cord, and if the mpu was exchanged or removed from service; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the mobile power unit was not reported with the event. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power, and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.